Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an operation. During procedure, their right ventricular lead exhibited high capture thresholds. Upon repositioning, the lead sustained helix damage. The physician successfully replaced the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and helix damage were confirmed and attributed to helix fracture problem. Overtorque and other forms of procedural damage were the cause of the events. The lead was otherwise normal.